Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was duplicated and attributed to a series of faulty transient voltage suppressor diodes. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.